Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological, broken lid/cap, and air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "he following issues were found in tubes:" dirty tube x38. Fm in gel x18. Damaged tube x10. Defective marking x1. Dirty cap x1. Air bubbles x31¿.

Manufacturer narrative:
H6: investigation summary bd received 98 samples and 11 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for 'embedded foreign matter (fm), fm in gel, scratched tube, damaged cap, dirty tube, defective marking, and bubbles in gel' with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for 'embedded fm, fm in gel, scratched tube, damaged cap, dirty tube, defective marking, and bubbles in gel' with the incident lot was observed. Bd determined that the root cause of the indicated failure modes were attributed to: 1. The embedded (black) fm in the tube appears to be a piece of burnt silica. A definite root cause for the sample with a brown-black fm color could not be determined. Additional housekeeping has been implemented in the tubes operation to clean manufacturing equipment. 2. The root cause of the scratched tube is an equipment jam prior to the tube evacuation process with an incomplete purge of tubes affected by the jam. 3. The root cause of the ink smear or 'defective marking' on the tubes is a felt pad used for ink application dislodging from the labeling equipment. An incomplete line clearance did not cull all affected tubes. 4. Gel air bubbles occur when lines are inadequately purged after the gel drum is changed. 5. The hemogard cap is damaged due to wear on the stripper bushings in the tool occurring during the injection molding process. 6. The 'dirt' is a heavy coating of spray due to a clogged nozzle. The amount of coating dispensed was within specification limits, however, the coating was not applied as evenly as desired. The coater nozzles are routinely cleaned to prevent this type of defect. The tube should have been culled prior to packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the indicated failure modes through corrective and preventive actions (CAPA#2201538).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological, broken lid/cap, and air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "he following issues were found in tubes:" dirty tube x38, fm in gel x18, damaged tube x10, defective marking x1, dirty cap x1, air bubbles x31."